Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo was performed and noted two broken bottles in a case which contains six (6) bottles total. The reported condition was verified. The cause of the condition was determined to be damage during shipping and delivery. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that an unspecified amount of evacuated containers were damaged. This event occurred before use. There was no patient involvement. No additional information is available.